Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call and incident in which she woke up from a hypoglycemic event surrounded by firemen. The customer did not have further event details at the time of the call and stated she would follow up with her endocrinologist to get more information.